Manufacturer narrative:
One pump was returned for analysis in used condition. Visual inspection of the pump showed that the pump was in good physical condition. Review of the device data log did not show any findings. Functional testing included use testing. The pump was started in application and the pump started double beeping. The downstream occlusion sensor and upstream sensor were replaced. The device history record was reviewed and no manufacturing or testing issues were found. Based on the evidence, the complaint was unable to be confirmed. The root cause was attributed to the downstream occlusion sensor.

Event description:
Information was received indicating that a smiths medical cadd-legacy® pca pump "double beeped no cassette". There were no reported adverse effects.